Event description:
Kendall x-ray detectable sponges were opened to the sterile or field; sponges contaminated with brownish black dried substance; no adverse effect to pt; co notified by or supervisor with investigation ongoing at this time.